Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed a patient data code. Technical services (ts) discussed this is a patient data error and is typically benign. An analysis of device was performed, which noted that the patient data error was due to benign spontaneous memory corruption. This sicd patient data was successfully reprogrammed. This sicd remains in service. No adverse patient effects were reported.